Event description:
Customer reported performing comparision tests with freestyle flash meter. Results were 160 mg/dl, 125 mg/dl and 141 mg/dl within 5 minutes. The reported freestyle comparision results differ by more than 20% and meet the manufacturer's definition of malfunction.